Event description:
A pharmacist reported that the cut function of the vitrectomy probe did not work during surgery. Attempts have been made to obtain additional information with no response to date.

Manufacturer narrative:
Correction: a supplemental medical device report (smdr) # 2 is being filed to correct the date received by MFR on the prior filed initial/supplemental report. Incorrect date of 10/11/2015 is being corrected to 11/10/2015. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Attempts have been made to obtain additional information with no response to date. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: review of the device history record indicated the order was built to specification. Upon visual inspection it was determined that adhesive from the manufacturing process was occluding a drive line on the probe, preventing actuation of the cutter to occur. The root cause of the customer's complaint is the occluded drive line which is related to an error during the manufacturing process. This defect would have rendered the device inoperable resulting in the customer¿s experience.